Manufacturer narrative:
Concomitant medical product: d428644 valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope one day post transcatheter aortic valve replacement (tavr). The right ventricular (rv) lead was noted with a high amount of short v-v intervals on sensing integrity counter (sic). The lead remains in use. No further patient complications have been reported as a result of this event.